Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm. The customer¿s blood glucose level was 146 mg/dl. Customer reports failed battery test alarm recur after inserting new battery. Contacts on battery compartment was not missing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump received with corroded battery tube noted.